Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Corrected data: d5: (B)(6) is the serial number, not the lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: d10: the date device returned to manufacturer has been updated to reflect the correct information. The complaint device was received at the service center and evaluated. It was reported that the pump was primed, and settings were correct prior to case. Shortly after the case started, the pump went dead and appeared to lose all power. To trouble shoot, we tried one of the extra power supplies from the back of the tower, we tried the power source from the printer (which we knew was working), and finally confirmed the pump power switch was not sticking. None of these worked. The pump appeared fried. We then realized the evo had reset itself back to the login screen. Per service manual operational and diagnostic, the reported failure was confirmed. During evaluation, the unit showed no power. The repair was declined, and it was not restored to the specifications. It is being placed into long term hold. With the given information, we cannot determine the root cause of the reported problem. A manufacturing record evaluation was performed for the finished device [h40a70047] number, and no non-conformances were identified. At this time, no corrective action is required, and no further action is warranted, as the device is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Updated data-d10 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a shoulder arthroscopy on (B)(6) 2019, the pump was primed, and settings were correct prior to case. Shortly after the case started, the pump went dead and appeared to lose all power. To trouble shoot, the team tried one of the extra power supplies from the back of the tower, they tried the power source from the printer which they knew was working, and they finally confirmed the pump power switch was not sticking. None of these worked. The pump appeared fried. The team then realized the evo had reset itself back to the login screen. With no pump, the surgeon was forced to use gravity fluid and was not able to use a shaver. Surgeon also was unable to print the first four (4) pictures, as the evo was reset. Remaining pictures printed. Image quality during the case was not affected. Procedure was completed with a forty-five (45) minute delay. This report is for a fms vue pump-shaver box. This is report 1 of 1 for (B)(4).